Event description:
It was reported that the patient was hospitalized in 2008, due to a shunt malfunction. The following day, the patient underwent a revision surgery which showed that the proximal catheter was obstructed. The proximal catheter was explanted, and a new catheter was placed. The manufacturer of the catheter could not be determined.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. The manufacturer of this catheter is unknown. A review of the manufacturing records was not possible as no lot number was provided.